Event description:
Rn noted fluid dripping on the IV tubing and then noted pooling of fluid under the pump. When rn investigated cause, she noted that the male piece of the dilaudid pca syringe flange was missing. None was attached to the tubing either. Another rn who replaced the syringe at 0600 did not notice any discrepancy. Per rn, she screwed the syringe to the tubing without any resistance and there was no leaking noted. Defective syringe sent to pharmacy after medication wasted.what was the original intended procedure?pca dilaudid.